Manufacturer narrative:
The reporter followed up with animas later in the day (B)(6) 2013. The reporter indicated that the patient had issues with the pump button response on the ok button. The reporter indicated that at times the ok button was completely unresponsive. The reporter stated that the issue got worse after the patient swam with the pump a couple days earlier. The reporter indicated that the patient was unsure if all of the boluses programmed went through due to the keypad response issue. The reporter also indicated that the pump had rebooted the previous day. The reporter indicated that it was unknown how long the pump was off but the patient thought it was only a few minutes. The reporter indicated that the patient was swimming with the pump a couple days earlier and moisture was noted behind the display screen; the reporter also indicated that there was a large crack in the battery compartment that they did not previously realize. The reporter and patient were unclear if the power issue could have contributed to the patient's event. The cracked battery compartment should be obvious and detectable to the user. Additionally the user guide instructs the user that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Adverse event and product problem the reporter contacted animas on (B)(6) 2013.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient was hospitalized related to high blood glucose levels. The reporter stated that the patient had blood glucose levels elevated to 26 mmol/l with nausea, increased thirst, and headache for several days and they were unable to get the patient's blood glucose to decrease. The patient was reportedly taken off of the pump and placed on intravenous insulin. The reporter indicated that the patient had issues with call service alarms but was unsure which alarms were occurring. The alarm history was unable to be reviewed. The reporter confirmed changing out the supplies and confirmed that there were no issues noted with the sites or supplies. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 08/25/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the black box showed that the pump was manually suspended for 2 days and 8 hours from (B)(6) 2015 at 11:15pm to (B)(6) 2015 at 7:53am leading due a long time delivery interruption. The total daily dose of insulin added up correctly and reflected the programmed basal rate target. No unusual alarms were observed. The prime steps were performed correctly with no alarms or issues. The pump was exercised for 24 hours with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #3: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: a review of the pump history showed that the pump was manually suspended for 2 days and 8 hours beginning on (B)(6) 2015. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The battery compartment was observed to be cracked at the threads and the bumper pad; no moisture damage was found in the compartment. The returned battery cap was inserted and the cap was found to keep spinning duplicating the complaint of rebooting. A leak test was performed and the compartment was observed to be leaking. There was no damage to the keypad. The keypad buttons were found to be responding normally during testing. The keypad was removed and contamination was observed under the contacts. A 24 hour duration test was completed without power issues or alarms. A flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no additional moisture was observed inside the pump. (B)(4).